Event description:
It was reported that the device exhibited post-sensed t-wave oversensing via review of egms. The ICD was reprogrammed. The patient was in good condition after the event and will continue with follow ups with the physician.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that episodes were retrieved. Review of the episodes revealed that there were some undersensed beats, suspected to be pvcs. The beats were not sensed due to the small amplitude.